Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The patient did not have meningitis. The patient experienced symptoms of redness and drainage associated with the infection. A culture was not obtained. IV antibiotics were administered for the infection. The infection resolved. Before the implantation of the device, the patient was considered to be in a debilitated status.

Event description:
It was reported the patient had an infection a month after the implant was put in. This event had occurred over five years prior to this report. The implantable neurostimulator was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).